Manufacturer narrative:
Follow-up # 1 date of submission 9/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/10/2016 with the following findings: there were multiple ¿no cartridge detected¿ warnings observed in the pump's black box history. A load step malfunction was duplicated during the investigation. During the load step, the piston pushed up until the cartridge was empty. The force sensor calibration was found to be out of specification. The pump was opened and the force sensor pin was found to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming tubing during the load step. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.